Event description:
It was reported that the patient presented in the clinic for an electrophysiology (ep) study. The ep study conducted on the patient revealed that the patient's implantable cardiac monitor (icm) exhibited ventricular tachycardia (vt) episodes due to a diagnostic anomaly. The vt episodes were determined to be noise rather than a true vt episode. No patient symptoms were reported.

Manufacturer narrative:
The reported complaint of false tachycardia episodes was confirmed. Based on the information provided, it was determined that the tachycardia episodes were triggered due to noise artifacts. The source of emi noise was unable to be determined. The peak intervals revealed in the electrogram recordings do not support that these episodes were true ventricular tachycardia. No device malfunction was found.